Manufacturer narrative:
(B)(4). Method: the ECG was reviewed for this incident. Conclusion: due to ECG morphology and the ECG rhythm being a borderline shockable rhythm, the AED canceled shock decisions due to ECG morphology, made no shock decisions on non-shockable rhythms and eventually a shock was advised and delivered appropriately.

Event description:
During deployment, the subject was not resuscitated.